Manufacturer narrative:
The missing latch plate, bolts and lower pivot block were replaced to repair the stretcher.

Event description:
Information received indicates the right siderail was not latching.